Event description:
A report was received that patient had infection at the pocket and midline incision sites. Symptoms were redness and discharge. The physician believed that infection was procedure related. The patient was prescribed antibiotics and underwent an explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-8216-50, serial #: (B)(4), description: artisan surgical lead,50cm; model #: sc-4316, lot #: 17146843, description: next generation anchor kit-sterile. The explanted devices were not returned to bsn as they were discarded by the medical facility.